Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a moderately tortuous, mildly calcified, concentric, 90% stenosed, de novo lesion in the proximal right coronary artery was pre-dilated with a non-abbott balloon dilatation catheter. During positioning of a xience v 3.0x18mm stent delivery system (sds), the proximal edge of the sds met resistance with the tip of an unspecified guide catheter. As the xience v sds was being removed from the anatomy separately from the guide catheter, resistance was met between the xience v sds and the guide catheter. No excessive force was used to remove the sds from the anatomy. It was noted after removal that the proximal edge of the stent was flared. The procedure was completed using another xience v 3.0x18mm sds and the same guide catheter without difficulty. There were no adverse patient effects or clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The stent damage and resistance during positioning in guiding catheter was confirmed. The resistance during removal could not be replicated because the stent delivery system (sds) could not be advanced in the guiding catheter due to the damaged stent struts. Based on visual, functional, and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. In this case, the IFU deviation likely contributed to the difficulty during removal of the sds.